Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round high profile 310cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The event date was erroneously omitted from the supplemental report submitted on 4/10/2018, and this mistake was discovered on 5/16/2018. Therefore, the updated event date is being submitted as a correction wit h this report. The failure analysis lab completed the analysis of the returned product on 5/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round high profile 310cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Visual examination of the device revealed a rent at the junction of the vulcanization dot. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The alert date of these events is 3/14/2018, as this is the date in which it was discovered that this complaint was a duplicate of (B)(4). Complaint (B)(4) was voided, as it was created after this complaint file. All relevant information from (B)(4) was transferred to this complaint file. Additional information was received on 3/10/2018. Bilateral prosthesis replacement was with 400cc mentor memorygel breast implants. There were no other reported complications. The patient's last known condition was fully recovered with now residual effects. The mentor failure analysis lab received the device for evaluation on 3/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Account information: (B)(6). Manufacturer¿s reference number: (B)(4).